Manufacturer narrative:
Product analysis: no ancillary devices or images were returned for analysis. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly not exposed. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. Visual inspection of the returned catheter revealed two kinks along the shaft which was not reported in the reported in the initial information. , the kinks were observed at approx. 22.0 cm <(><<)> and > 55.8 cm from the distal tip of the device. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.0 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 111.9 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.70 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) all 4 tests passed and are inside the specification and acceptance criterion. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A colourfast rfa catheter was intended to be used for treatment of the great saphenous vein (gsv). Local anesthesia, hand compression and tumescent infiltration were used. The lumen was flushed prior to use. The IFU was followed. It was reported the catheter was not responding/recognised. No message displayed, only the start up page displayed. The generator was power-cycled and the error remained. Another catheter was used with the same generator without issue. No patient injury.